Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H8 usage of device missing from manufacturer device report 1220648-2024-13936.

Event description:
The complainant had placed an impella cp for support of a patient admitted in for eye surgery and deteriorated on the operating room table. The cp was placed, but the pump was explanted after 33 hours due to limb ischemia. The impella-accessed limb further went on to have a thrombectomy and fasciotomy. The patient remains on extra corporeal membrane oxygenation.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿